Event description:
ICD lead with reported noise in clinic. During fluoroscopic review of the chronic lead, externalized conductor was visualized. Fluoro images saved. Copy available if needed. Dates of use: (B)(6) 2007 - (B)(6)2013. Reason for use: ventricular tachycardia.